Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a transesophageal echocardiogram (tee) yielded mobile densities attached to the right ventricular (rv) lead, likely representative of fibrinous sheath or possible vegetation. A transthoracic echocardiogram performed approximately six weeks later did not show this manifestation. The lead remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.